Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube and missing battery tube spring. We were unable to verify activation anomaly or perform the functional testing, including the operating currents test, self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests due to blank display anomaly. The insulin pump had cracked case at display window corner, cracked battery tube threads and minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump battery compartment is not normal. The customer also indicated that the pump has a blank display and does not revert back to a normal display screen. The customer's blood glucose was unknown at the time of incident. No further details given.